Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. No tests/laboratory data was available. The implant and explant dates are not applicable to this device. The instructions for use (IFU) warns never advance, torque or retract a pressure guide wire which meets significant resistance. The IFU also cautions: the volcano pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during crossing the lesion a signal/connection error message 107 displayed (pressure wire has a short condition). The wire/connector cable, connector cable/ pimmette and pimmette/system were reconnected but the problem was not solved. There was no patient injury. The patient was discharged as expected in stable condition. Lad #7, stenosis 75%, plaque fibrous, no calcification. Additional information obtained indicated the device was inspected during prep and no damage was observed. The user felt some resistance inside the body but could remove easily, however, the wire stuck on the side hole of guide catheter (gc). All portions of the device appeared to be accounted for after removal from the patient's body. It was confirmed the wire and gc were removed as a system. An angiographic catheter was listed as another device used in the procedure. Treatment was completed by the procedure. No additional medical or surgical intervention was required. There were no adverse events. Visual and microscopic inspection and functional testing were performed on the returned device. The wire was returned inside of a guide catheter. The distal tip of the guidewire had gone through the side port at the distal tip of the guide catheter. As a result, the wire could not be pulled from the catheter due to the sensor housing becoming caught on the side port. An electrical resistance test was performed to find any failures in the electrical circuit of the device. The test discovered unstable connections between all conductive bands. The wire failed the signal test and was not recognized. During functional testing, the reported failure was unable to be duplicated. The probable cause of the observed failure was unstable connections in the electrical circuit of the device. It is possible that this electrical damage occurred as a result of the wire becoming caught in the guide catheter. As reported, the wire became caught in the side port of the guide catheter during the procedure. We were unable to conclusively determine neither when and how the failure in the electrical circuit of the device occurred, nor how the reported error 107 message initially occurred. This case is being reported because the guidewire and guide catheter were removed as a system.